Manufacturer narrative:
Review of the AED log files for AED serial number (B)(6) identified that the AED reported a low battery condition on (B)(6) 2023 and attempted to alert the AED owner operator by flashing its red asi and chirping. The AED continued to flash its red asi and chirp until (B)(6) 2023 when the battery pack became fully depleted. The AED remained in a non-operational state until (B)(6) 2023, when a replacement battery pack was installed. This MDR is being filed for failure to maintain the AED which left the AED in a non-operational state for four days.

Event description:
A customer reported that their AED's battery was depleted and that it did not occur during patient use.